Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d4; g3; h2; h4; h6. Corrected: h6. Correction to h6: clinical code - e2007 removed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that approximately 12 years post implantation, the patient underwent a revision due to a slip and fall that resulted in periprosthetic fracture. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.